Event description:
It was reported that there was a constant syringe error. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed "advisory invalid syringe size error." Functional testing was performed, and the reported issue was confirmed. The potentiometer and the plunger rod were replaced and calibrated to resolve this issue. The pump passes all validation tests following the repair.